Event description:
It was reported that within a couple days of implant, the device exhibited high right ventricular (rv) impedances, as well as an increase in r-wave measurements, oversensing, and increased thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant products: 5076 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that within a couple days of implant, the device exhibited high right ventricular (rv) impedances, as well as an increase in r-wave measurements, oversensing, and increased thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.